Manufacturer narrative:
Lot numbers: 5 packages returned from 3 lots: 3 x 6156773, 1 x 5800528, 1 x 6063434.this MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that over a month's time ((B)(6) to (B)(6) 2015) during testing prior to use, five concord endoscopic cholangiography catheters leaked where the syringe enters and doesn't stay connected. It was further noted that the device was leaking at the hub. No adverse effects to the patient(s) were reported.